Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a chronically total occluded superficial femoral artery. A command es wire was being advanced to the lesion after a non-abbott guide wire had already been placed. During advancement the command es wire met resistance with the non-abbott wire, therefore was removed. Once removed it was noted that the shaft was bent and the coating at the tip of the guide wire peeled. It was confirmed the coating only peeled and did not detach. Another non-abbott wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It is possible that the guide wire was inadvertently bent during advancement or removal, interaction with the other guidewire may have resulted in the polymer peeling; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3: device status changed from returning to not returning.